Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a power system error. The customer blood glucose level was 28 mmol/l at the time of the incident. The customer¿s partner reported repeating error. The customer did troubleshoot the issue. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device trace download analysis confirmed the insulin pump alarmed power error and replace battery alert. The power management tool confirmed power error and replace battery alert was triggered battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly. Device received with minor scratched lcd window, cracked case(battery tube), cracked retainer and scratched case.